Event description:
It was reported the rapid pacer function is not working properly (intermittent). The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the lower case is broken and the battery drawer is contaminated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.